Event description:
In 2008 - rep said one of the siderail will not latch. I paged the team. Eight days later - no injuries reported at this time. One day prior- tech - right siderail (caregive) will not latchin the up-possible. Founded that rust between latch and arm, causing it to stick open. Repaired by lubricating the latch.